Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a tego connector in which a sedated patient was slightly moving and the venous blood line disconnected from the tego. The customer reported that the event happened while patient received therapy and patient lost a circuit of blood, approximately 100 ml. There was no hole, cut, tears or any defect noted on the device. There was no report of harm as a consequence of this event.

Manufacturer narrative:
The customer returned four used list #d1005, tego¿ connector; lot #5497823 for investigation. Two of the four were connected to disinfectant caps. There were no visual anomalies and the mating device blood sets were not returned. Functional testing showed the used d1005 tego connectors to meet vacuum and pressure leak expectations when securely connected. The male luers and thread forms were measured and were found to be iso compliant. No mating device blood sets were returned to be evaluated with the four used d1005 tego connectors. The complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.